Manufacturer narrative:
Per tandem's pump user guide: "always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Reportedly, the customer had been performing the fill process with the cartridge lying on the side instead of vertical. Customer experienced an elevated and a low blood glucose (bg) level. A correction bolus and a manual injection was administered to address bg.